Event description:
It was reported by the rep that when the devices were used during a colon resection procedure, they would not fire. Opened another device to complete the case. There was no consequence to patient.